Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 16x3.00mm synergy¿ drug eluting stent was selected for use to treat the lesion. During unpacking, as the stent protector was being removed by the nurse, the stent came off halfway from the stent delivery balloon. Fifty percent (50%) of the stent was still in the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the stent was detached from the balloon and was returned. The stent was damaged, distorted and bunched along its length. The product stent protector was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found that the hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. A 16x3.00mm synergy drug eluting stent was selected for use to treat the lesion. During unpacking, as the stent protector was being removed by the nurse, the stent came off halfway from the stent delivery balloon. Fifty percent (50%) of the stent was still in the stent protector. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.